Event description:
A healthcare professional reported equipment failure during a cataract surgery procedure. Informed that something went faulty during the irrigation and aspiration portion of the procedure in which the patient's anterior chamber was evacuated. The patient will have to return to the operating room for a repeat procedure. Additional information has been requested for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).